Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: plastic catheter, 16 fr., preconnected to closed system; collection bag (1000ml approx. Vol.); uro-prep¿ tray with: underpad, drape; povidone-iodine swabsticks (3); specimen container and label; graduated collection container; latex-free gloves (2); lubricant packet. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the yellow label on some devices stated that there was no sterile gloves in kit, which was not readily apparent to the health care professional during use. This caused the patient to be re-positioned and left to find gloves and then start the process over, hence the procedure was delayed. The patient had restricted supine position due to spinal sacrectomy and presence of jackson-pratt drains on back. Positioning and repositioning happened multiple times due to missing gloves in kit. Also reportedly, the kit was missing lubrication for catheter and so an additional kit had to be opened to find lubrication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the yellow label on some devices stated that there was no sterile gloves in kit, which was not readily apparent to the health care professional during use. This caused the patient to be re-positioned and left to find gloves and then start the process over, hence the procedure was delayed. The patient had restricted supine positing due to spinal sacrectomy and presence of jackson-pratt drains on back. Positioning and re-positioning happened multiple times due to missing gloves in kit. Also reportedly, the kit was missing lubrication for catheter and so an additional kit had to be opened to find lubrication.